Event description:
It was reported that, the pt underwent a left total knee replacement in 2008. It was further reported that, "due to the initial failed knee replacement surgery, the pt underwent a revision surgery at approximately 3 months later."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The devices are not available due to the ongoing litigation.